Event description:
The handpiece was sent to the caller for return because it stopped working. The customer did not have any details but reported the staff used a 2nd handpiece to complete the case with no pt consequence.